Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic pain (abdominal)"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy . (Full),salpingectomy . (Bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events: pain: abdominal, dysmenorrhea (cramping), bleeding : menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems. Event outcome was added for the events: abdominal pain, dysmenorrhea, menorrhagia, bladder problems, urinary problems. Event outcome updated for the event: pelvic pain. Case became incident. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.